Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42, which was related to a g7 sensor. Technical support provided comprehensive instructions for resetting the pump; however, the patient was unable to complete the reset due to a charging issue. In response, a replacement order was placed for the necessary charging supplies. The patient planned to procure a third-party cable and adapter to attempt charging the pump until the replacements were received. There was no reported impact to the customer¿s blood glucose level.